Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The pump was received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that he changed his pump, and since 4:30 am, his sugars have been very high. The customer stated that he changed out a new cannula it did not do anything. The customer had symptoms such as vomiting, difficulty breathing and constant usage of the bathroom. The customer stated that his blood glucose reading was over 600 mg/dl. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.